Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges their customer was lowering their chair when the transformer/motor cable was smashed and it allegedly caused a small fire and burned their rug.